Manufacturer narrative:
Section d1 brand name: corrected. Section d4 lot number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Event description:
Further log file review did not capture no external power alarm events while the mpu was in use. Unexpected power cable disconnect alarms associated with the white power cable were captured on 04dec2023 between 02:29:06 and 02:29:43.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿unexplained system controller alarms on (B)(6) 2023 at around 02:30¿ was confirmed via log file analysis. Analysis of the log file revealed unexpected power cable disconnect alarm events on (B)(6) 2023 between 02:29:06 and 02:29:43. The unexpected power cable disconnect alarm event was associated with the white power cable. According to the voltage values, the unexpected alarm did not appear to be related to a power exchange and the power cables appear to remain connected to the mobile power unit. All other power cable disconnect alarm events captured power exchanges between the mobile power unit and 14v batteries/battery clips. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. A root cause of the unexpected power cable disconnect alarm captured in the log file could not be conclusively determined through this analysis. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced unexplained system controller alarms on (B)(6) 2023 at around 02:30. The patient was seen at the clinic and was asymptomatic. Event log files were submitted for review. The event log files confirmed that there were no external power events on the white power lead at around 02:30 which occurred while tethered to the mobile power unit (mpu).